Event description:
It was reported that a malfunction occurred on the pump, and there was no notable event prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections (mdi) to manage insulin therapy and would reach out to their hcp if necessary.